Event description:
During a direct-stenting treatment procedure, removal difficulties were encountered. The physician used a 6fr mach 1 vl4 to intubate the left coronary artery. A.014" traverse guidewire crossed the non-calcified, 80% stenotic lesion in the mid circumflex coronary artery. The liberte 4.5/12 mm stent easily crossed the lesion and was deployed at 16 atms for 25 seconds. The physician waited 20 to 30 seconds for balloon deflation. However, upon attempting to retrieve the balloon,the physician encountered "significant" balloon resistance. He was able to secure the guide catheter and using increased force was able to remove the balloon. He stated that this was as difficult a case as he was ever experienced. Good angiographic results obtained. The physician proceeded to successfully stent the 3rd obtuse marginal coronary artery with a biotronic lekton motion stent with no difficulty and an excellent result. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".